Manufacturer narrative:
A complete analysis and testing of one opened and used reservoir showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis. The customer reported that they received no delivery alarms. The customer's blood glucose was 386 mg/dl at the time of incident. The customer performed plunger push. The customer stated that the insulin did exit but there was greater than normal resistance when attempting plunger push. The customer mentioned that they had air bubbles in the tubing. The customer declined to troubleshoot for air bubbles. The reservoir will be returned for analysis.